Event description:
It was reported that during a gastric roux-en y procedure, on the fourth firing, the doctor said they heard a popping sound and could feel that something was wrong. When they released the device they noticed that the reload had only fired 1/4 of the staples on the right side and about 3/4 on the left side. When they went back to check the staple line, they noticed that the stomach was open partially on the right side. The doctor then pulled a new like device and fired on each side of the staple line to remove the portion of the stomach that was not correctly stapled. They finished the procedure with the new device and the staple line checked out with no leaks. There was no patient consequence reported.